Event description:
It was reported that a screw backed out of a cervical plate in a patient on an unspecified date post-operatively. The surgeon decided to perform a revision surgery and felt like the screw was not seated well enough in the plate the first time, and stated this could have caused the locking mechanism to not work properly. The doctor went back in and replaced the backed out screw and replaced the 4.5 self tapping screws with 4.5 self drilling screws. There were no patient complications reported.

Manufacturer narrative:
(B)(4). A review of radiographic images showed "lateral x-ray of c5/6 after acdf with atlantis elite. One of the lower screws has backed out and angulated. Degree of angulation suggests poor construct fixation or purchase of screw. Plate and other three screws appear unaltered from post-op position." The devices were not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.